Event description:
Revision surgery. Due to the patient's hip dislocating; the surgeon removed the head, liner and shell. He replaced the cup and liner with a zimmer product. He used a djo head to replace the original head.

Manufacturer narrative:
The reason for this revision surgery was dislocation after 9 months, 19 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. (B)(4). The complaint history does not indicate an adverse trend. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. Several factors not related to the implant can play a role in dislocation such as a loose joint from inadequate soft tissue, excessive range-of-motion, or trauma. There was no information reported that evidences a material, design, or manufacturing problem with the product.